Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the burning smell was produced by drawer 2.1 solenoid which had dark yellow burn marks and seized up. A field service technician replaced the affected solenoid and replaced the drawer's controller board to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation unexpectedly shut down and produced a burning smell. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a bd pyxis medstation unexpectedly shut down and produced a burning smell. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the burning smell was due to thermal damage in the component. The field service engineer unplugged the drawer and found the solenoid was seized with yellow burn marks. He replaced the affected solenoid and drawer's controller board resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.